Event description:
Note: this report pertains to the fourth of five devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-1607, 3005099803-2008-1481, 3005099803-2008-1482 , and 3005099803-2008-1494 for a description of the other device. It was reported to boston scientific that during an esophagogastroduodenoscopy (egd) procedure each time the resolution hemostatic clip device was opened it fell off of the catheter into the patient. There were five occurrences of the resolution hemostatic clip device falling off of the catheter. The procedure was successfully completed with a different type of clip device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product was inspected when received. A kink was noticed on the coil of the device near the handle. The over sheath was bent six times over an area of approximately 15" from the distal end. The deployed clip assembly was exposed from the over sheath for further examination and was noticed that the clips were locked in the capsule per design and one of the clips was broken. The capsule was examined and was noticed that the capsule tabs were fully closed. Unable to determine the cause of the reported event, however, it is likely attributable to operational context.